Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was inserted but had to be removed due to falling in the back of the patient's eye. Additional information was received indicating the iol unfolded through a posterior capsule tear and was unable to be secured in the sulcus. The iol was removed and the patient was left aphakic. An enlarged incision was required during the procedure. The surgeon plans on implanting an iol at a future date.